Event description:
Stripped guidewire; the outer coating or jacket appears to be damaged at the tip of the interventional wire. No patient harm occurred vendor notified. Manufacturer response for guidewire, runthrough ns guidewire (per site reporter).